Event description:
It was reported that the patient presented in clinic for right ventricular (rv) leadless pacemaker (lp) initial implant procedure on (B)(6) 2026. Upon post-procedure follow-up on the following day, it was found that the patient had developed premature ventricular contractions and was experiencing non-sustained ventricular tachycardia (nsvt), depending on patient's body position. The rvlp was alleged to be shifted in position and contacting the tricuspid annulus, which contributed to the symptoms. Additional surgery was performed to remove other implantable devices to resolve the nsvt. No further intervention was performed. There were no further patient consequences.